Event description:
Report received indicated hyperfusion of the left internal carotid artery during percutaneous transluminal angioplasty procedure and paralysis of the right hand one-hour post procedure. During procedure, the embolic protection device was delivered and the lesion was successfully treated with pre-dilatation, stent placement, and post-dilatation. Thereafter, contrast was injected to check the blood flow and found that the filter was obstructing the vessel flow. A suction catheter was used to remove the debris that was sticking to the filter. Subsequently, filter was removed safely. An hour post-procedure, the pt complained of paralysis on right hand. One-week post procedure, the paralysis fully resolved without any treatment rendered. The physician thinks the paralysis was caused by emboli. There was no CT or MRI performed for eval. The pt is in stable condition.

Manufacturer narrative:
This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.